Event description:
It was reported that the implantable cardiac monitor (icm) device recorded pause episodes that were not real. One of the episodes was suspended for 32 minutes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.